Event description:
It was reported to resmed that an astral device failed to pass its internal self-test. This resulted in a warning alarm notifying the user of the error message. The device was not in use when the fault occurred, therefore, there was no patient involvement. MFR ref #: 3004604967-2015-00151.